Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test she didn¿t went confirmation test". The patient's medical history included endometrial hyperplasia. Concurrent conditions included menopause, postmenopausal bleeding, vaginal bleeding, weakness, dizziness, cyst and osteopenia. Concomitant products included latanoprost (xalatan) since 2002. In 2006, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"). The patient was treated with surgery (laparoscopic hysterectomy (full), bilateral salpingectomy,oophorectomy (bilateral) d&c). Essure was removed on (B)(6)2016. At the time of the report, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: as per discrepancy note date of insertion: 2006, 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: ppf received-new events- "vaginal bleeding, menorrhagia", reporters information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test she didn¿t went confirmation test". The patient's medical history included endometrial hyperplasia. Concurrent conditions included menopause, postmenopausal bleeding, vaginal bleeding, weakness, dizziness, cyst and osteopenia. Concomitant products included latanoprost (xalatan) since 2002. In 2006, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal,menorrhagia)"). The patient was treated with surgery (laparoscopic hysterectomy (full), bilateral salpingectomy,oophorectomy (bilateral) d&c). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: as per discrepancy note date of insertion: 2006, 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2019: ppf received-new events- "vaginal bleeding, menorrhagia", reporters information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test she didn¿t went confirmation test". The patient's medical history included endometrial hyperplasia. Concurrent conditions included menopause, postmenopausal bleeding, vaginal bleeding, weakness, dizziness, cyst and osteopenia. Concomitant products included latanoprost (xalatan) since 2002. In 2006, the patient had essure inserted. In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic hysterectomy (full), bilateral salpingectomy and oophorectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage had resolved. The reporter considered genital haemorrhage to be related to essure. The reporter commented: as per discrepancy note date of insertion: 2006, 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs and mr received : reporter information was added. Case became incident as "injury nos" has been replaced by new events - abnormal bleeding (general), device monitoring procedure not performed. Outcome genital hemorrhage was added. Concomitant drug and medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.